Manufacturer narrative:
(B)(4). Additional information requested: as the patient may have received a burn and the outcome of the burn may not be immediately known for 5-7 days post-op, could you please advise: has the patient had any symptoms? What is the current patient condition? Has the surgeon been in-serviced on heat management? Is the surgeon aware of the warnings in the IFU as to heat? Additional information received: surgeon does state he believes that the harmonic burned a hole in the aorta. It required a thoracotomy and a stitch repair. The patient is fine. He is familiar with heat management of the harmonic as well as the IFU. The device was returned in good physical condition. Dry body fluids were observed on the shaft and handle. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. Probable causes of hot blade tip are patient blood/tissue buildup between the blade and shaft leading to abnormally high temperatures at the distal end of the shaft. To prevent burn injury, any visible tissue buildup at the distal end of the shaft should be removed. Additionally, heat created by harmonic devices is caused by the high-speed vibration and friction between the active blade and tissue. High temperatures may result from repeated activation or prolonged activation after completion of transection. During and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a video assisted right lobectomy procedure the residual heat on the device injured the patient's aorta. The injury was controlled using a hemostatic agent and suture. It was unknown how much blood was lost or if a transfusion was required. Procedure was completed with a competitor's device.

Manufacturer narrative:
(B)(4). Batch# n93519: the device was returned in good physical condition. Dry body fluids were observed on the shaft and handle. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. Probable causes of hot blade tip are patient blood/tissue buildup between the blade and shaft leading to abnormally high temperatures at the distal end of the shaft. To prevent burn injury, any visible tissue buildup at the distal end of the shaft should be removed. Additionally, heat created by harmonic devices is caused by the high-speed vibration and friction between the active blade and tissue. High temperatures may result from repeated activation or prolonged activation after completion of transection. During and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. A batch history record review was performed, and a protocol was created during the manufacturing of this batch but was not related to the event description.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient is fine. I don't know what heat management tech was used. Sometimes the jaws are cleaned with a wet lap, but not after every activation. It is not known whether this was done or not. The surgeon does not believe the instrument for hotter than normal.